Manufacturer narrative:
(B)(4). The clip delivery system (cds) was returned and investigated. The reported clip arm actuation difficulty (jumpiness) was not confirmed. The reported device operates differently than expected was confirmed as the caps were easier to open when tested in returned condition; however, after the caps were re-tightened, no issues were noted while loosening the caps. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported clip arm actuation difficulty and lock lever cap and gripper lever cap open easier than usual. The returned device analysis confirmed that the clip functioned as intended. It is possible that there were procedural interactions (e.g. Unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Additionally, there were no issues opening the cap once it was re-tightened. It is possible that the user technique used to open the cap contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. During preparation of the clip delivery system (cds), after establishing final arm angle, the clip was attempted to be opened, but opening was not smooth. The clip jumped from closed to open (180 degrees). Four attempts were made, but the clip continued to jump open. Additionally, during preparation, it was noted that the lock and gripper lever caps were easier to open than normal. The cds was not used in the anatomy. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided regarding this issue.